Manufacturer narrative:
Siemens filed the initial MDR on 28-aug-2024. Additional information 12-sep-2024: siemens evaluated this issue and provided the following conclusion: a siemens customer service engineer checked the instrument and documented it is working as specified. The customer reported the cause of the flow obstruction errors has been identified as a sample handling error. They found that the flow obstructions/low results appear when the sample is first checked for a clot using wooden applicator sticks in the sample tube before being run, and the wooden stick might activate the thrombocytes. This sample handling practice is not listed in the assay's instructions for use. The issue is solved by routine troubleshooting. Innovance pfa-200 adenosine diphosphate (adp) and epinephrine (epi) methods are performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusion codes were updated.

Event description:
The customer reported the observation of discordant, falsely low results, with the platelet function assay (pfa) tests adenosine diphosphate (adp) and epinephrine (ep) on a patient sample on an innovance pfa-200 instrument. It is not known if the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low adp and epi results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens regional support center (rsc) to report falsely depressed adenosine diphosphate (adp) and epinephrine (epi) results on an innovance pfa-200 instrument. Siemens is investigating. The innovance pfa-200 system is not marketed in the united states (us). This MDR is filed for the us similar system (pfa-100 system). The pfa-100 system marketed in the us has catalog number 10444868. The 510(k) number documented in section g4 is for the us product.